Event description:
The customer reported that, on two separate occasions, backflow was observed during infusion with an electromechanical infusion pump. The observation reported by the customer is an indication of an under delivery condition with the pump. There was no patient injury associated with the event.